Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; lymphadenopathy.

Event description:
Patient reported a left side "deflating and hardening around the perimeter, could feel the edges" and "biopsy of the lymph nodes because it felt like there may be an enlargement." The device has been explanted.